Manufacturer narrative:
(B)(4). Device evaluation: the reported malfunction of "over-infusion, the device continued to infuse at the bolus level" was not confirmed or reproduced because the pump was not sent in for evaluation. No assignable cause was given and no repairs were made. Additional information: a service history review revealed no previous service events were related to the reported condition. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility representative reported an infusor pump with a condition of "over-infusion, the device continued to infuse at the bolus level." The amount over-infused was unknown. The process step is unknown. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.